Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was observed that the adaptor was pre-design change. A design change was implemented to remove material from two different surfaces to improve the latching mechanism by allowing the lever to travel further when closing. A review of the device history record was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to a design error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the broach-adaptor-anterior had an unknown malfunction. During in-house engineering evaluation, it was observed that the adapter device was non-functional due to being wedged inside the impactor with a broken anvil. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.